Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for test strip not absorbing the blood sample. Customer was not using the proper testing technique. During the call a blood test was performed by the customer and produced test result of hi using true metrix air meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot information was not provided; customer had provided ky0097 which is the code for the true metrix air meter kit. Customer stated they had opened the test strips two weeks prior to the call. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.